Manufacturer narrative:
Device not returned to manufacturer.

Event description:
On (B)(6), 2015 a customer called to report a mis-identification when using product api coryne strips reported on in (B)(4). Customer retested specimen using api strepto (B)(4), lot 1003578000 (aerococcus urealiticum) which provided incorrect results, expected results should have been actinobaculum schaalii. Customer used two different api strips to test this cnq (api coryne and api strepto).

Manufacturer narrative:
Biomérieux internal investigation was conducted. Testing included 16s sequencing and api® strep strip. 16s sequencing confirmed the identification of actinobaculum shaalii. Api® strep provided a low discrimination identification of gardnerella vaginalis / aercoccus urinae. The species actinobaculum schaalii is not in the knowledge base of api® strep; therefore identification to the expected result was not possible. As the api® 20 strep system is designed uniquely for the identification of the species included in the database, it cannot be used to identify any other microorganisms or to exclude their presence. The api® strep product is performing within specifications.